Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty select cycler and the patient¿s peritonitis event. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be a result of many potential etiologies. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had an infection. There were no reported allegations that the infection was related to a fresenius device or product. Rather the patient needed to go on manual pd exchanges. During follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2020 when a pd culture was obtained. Per the nurse, the pd culture yielded a white blood cell (wbc) count of 2646 and no organism growth. The patient was treated with ceftazidime 2 grams and vancomycin 1.5 grams intra-peritoneal (ip) on an outpatient basis. The nurse was not able to provide the cause of the peritonitis. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The patient is reportedly recovering and continues pd with the same cycler without any issues.